Event description:
A malfunction alarm occurred with the customer's pump, and it displayed malfunction code 0. The impact on the customer's blood glucose level was unknown as the customer declined to provide this information. Technical support decided to replace the pump as it was under warranty, and the customer was advised to use multiple daily injections as backup therapy.